Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 lot #: 17875650 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the pocket site was oozing with fluid and blood. The patient was prescribed antibiotics and underwent an explant procedure. The source of infection was unknown but there is no evidence that the device was causing infection.

Event description:
A report was received that the pocket site was oozing with fluid and blood. The patient was prescribed antibiotics and underwent an explant procedure. The source of infection was unknown but there is no evidence that the device was causing infection.